Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received with an attached user facility mandatory medwatch report number (B)(4) with regards to a smallbore ext set alleging a leak occurred during patient use on an unspecified date in (B)(6) 2025. It was reported that the precedex drip was found to be leaking at the stopcock site. Lipids were backing up as well. There was patient involvement (infant) and no reported patient harm.

Manufacturer narrative:
Update: added 2200710000-2026-8001 to section h10.